Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module (e601). The erroneous result was not reported outside of the laboratory. The patient was in the first trimester of pregnancy. The sample initially resulted as 243176 miu/ml. The sample was repeated in duplicate, resulting as 96927 miu/ml and 96980 miu/ml. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 240444. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The repeat results were deemed to be correct. Quality controls were within range on the date of the event. The laboratory humidity was 28 %, which is below the recommended humidity range for instrument operation. Upon review of the alarm trace, there were no relevant alarms occurring on the date of the event. The investigation was unable to find a definitive root cause.